Event description:
It was reported that a cadd® cadd-ms® 3 ambulatory infusion pump displayed an error message "pump defaults and enter time and date". Patient unable to get out of that screen/main menu. The product fault did not occur while in use with a patient. The product issue did not cause or contribute to patient injury.